Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were unresponsive since a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive. The ok keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was removed and the bolus button slug was found to be missing. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.